Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported by the patient that this right ventricular (rv) defibrillation lead exhibited an unspecified product performance issue resulting in more current being drawn from their non-boston scientific cardiac resynchronization therapy pacemaker (crt-p). The patient reported that programming changes were made. Following the programming changes, the patient went into cardiac arrest and parameters were programmed back to the previous settings. It was noted that this all occurred after implant of the non-boston scientific crt-p. Additional information was received from the health care professional (hcp) that this rv lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms, high threshold measurements and noise two months after a therapy downgrade to a non-boston scientific cardiac resynchronization therapy pacemaker (crt-p). The lead function was resulting in a high current draw on the crt-p. The device was reprogrammed to left ventricular (lv) only pacing due to an improved ejection fraction and the physician is considering next steps at the time of routine device replacement. No further interventions have been planned or undertaken at this time. No additional adverse patient effects were reported. This lead remains implanted. If pertinent information is provided in the future, a supplemental report will be submitted.